Manufacturer narrative:
This report is number 2 of 7 MDR's filed for the same patient (reference 1822565-2017-00903 / 00908 / 00909 / 00910 / 00911 / 00912). The device history records could not be reviewed as no lot numbers were provided. Product was not returned for review. This device is used for treatment. A complaint history review could not be conducted for any lot numbers as no lot numbers were provided. A definitive root cause of the reported issue cannot be determined.

Event description:
It is reported that one patient experienced wound drainage from a superficial wound infection that developed approximately two months following a left tibial fixation procedure. The patient was prescribed antibiotics.